Manufacturer narrative:
Products utilized during the case consisted of prowler select plus microcatheter, excelsior sl10 microcatheter, launcher 7french guiding catheter, traxcess 14 guidewire, gdc coils, v-trak coils, and ed 10 coils. Medications consisted of bayaspirin 100mg/day, plavix 50mg/day, and cilostazol 200mg. A cd copy of the procedure is not available. The product will not be returned note: cordis lot# 01422404 is lake region lot# 01422404. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422404. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 50 units, which were shipped from lake region medical on may 6, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported via the (B)(4) study that two hours post enterprise assisted coil embolization of an unruptured right posterior communicating artery aneurysm the patient had a transient ischemic attack (tia) with hemiplegia of the upper limb. The patient recovered without any treatment. No dissections were noted during the procedure. Thrombus was confirmed by MRI in the vasculature on the same side as the target site. The physician commented it was possible the thrombus formed within the enterprise stent/vasculature. The saccular aneurysm measured 4.6mm at the neck and the neck to sac ratio was 4.6mm/4.6mm, and the parent vessel size/diameter proximally was 4.1mm and distally was 4.0mm. The instructions for use outlines recommended use in a parent vessel 4.0mm. Usage other than the approved labeling may involve risks not described in the labeling. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. The aneurysm was coiled with gdc, vtrak and ed 10 coils. No coils were protruding into the parent artery. Medications consisted of bayaspirin 100mg/day, plavix 50mg/day, and cilostazol 200mg. Procedural films are not available. There were no indications of any conditions causing hypercoagulable state. The modified rankin scale pre-procedure was 1, within a week was 1, and after 30 days it was 1. The act pre-procedure was 105 seconds and post-procedure was 200 seconds. Procedural images are not available. The device remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422404. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis and resulting neurological changes is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient factors including baseline neurological status, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Note: cordis lot #1422404 is lake region lot #01422404. Per lake region report (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422404. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 50 units, which were shipped from lake region medical on (B)(6), 2010. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that the patient underwent coil embolization assisted with an enterprise vrd (enc452812) of an unruptured aneurysm of the right p-com and the patient developed hemiplegia of the upper limb 2 hours after the procedure. The patient recovered without any treatment. No dissections were noted during the procedure, however the physician commented it was possible the thrombus formed within the enterprise stent/vasculature. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. There were no indications of any conditions causing hypercoagulable state. No coils were protruding into the parent artery. The saccular aneurysm measure 4.6mm at the neck and the neck to sac ratio was 4.6mm/4.6mm, and the parent vessel size/diameter proximally was 4.1mm and distally was 4.0mm.